Manufacturer narrative:
Justification for no UDI: this device was manufactured before the UDI requirements. The device was returned to zoll medical corporation for evaluation. The customer's report was observed and attributed to a damaged trace on a transformer located on the pace/defib engine board. The pace/defib engine board was replaced and scrapped to resolve the report. The device was recertified and returned to the customer.analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device displayed "defib fault 76" and "defib disabled" messages. Complainant did not indicate that there was any patient involvement in the reported malfunction.